Event description:
Boston scientific received information that this patient presented to the emergency room with shortness of breath. Device evaluation revealed this atrial lead was fractured. In early (B)(6), atrial capture could not be obtained and there was no atrial sensing. However, at the last in office check during the later part of (B)(6), impedance, threshold and sensing measurements were within normal limits. A review of the daily measurements then revealed increased impedance measurements of 1875 ohms and greater than 3000 ohms. The device was reprogrammed to vvi-50. A revision procedure was subsequently performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.